Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield base unit (a3101) was received with the end cap missing. The base handle is out of adjustment and needs to be readjusted. General maintenance and cleaning required. The unit needs repair, preventative maintenance and replacement of worn or missing parts. The reported complaint was confirmed from the evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports which is linked to mfg report number 3004608878-2021-00042. A facility reported that the mayfield base unit (a3101) was missing the black end cap. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.